Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage occurred. The location and characteristics of the vessel and lesion being treated is unknown. Initially, the physician attempted to direct stent the lesion with the 2.5 x 20mm taxus liberte drug-eluting stent (des) however, the device was unable to cross the lesion. Following removal, stent damage was observed. The lesion was then pre-dilated with an unspecified balloon and the procedure was completed with another 2.5 x20mm taxus liberte (des) successfully implanted. No patient injury or complications were reported.

Manufacturer narrative:
The device was disposed, therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause is unknown. Product unavailable for analysis.